Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the needle separated from the sensor base. Unable to confirm the insertion anomaly due the customer returning the sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was left behind on the pedestal and serter took the needle. Customer's blood glucose was unknown. Customer was advised the sensors will be replaced. Customer agreed to return the sensor for analysis.